Event description:
Pt was taken to operating room on (B)(6) 2014 for vp shunt replacement first revision. A strata valve was implanted and programmed to a performance level of 1.5. She was monitored in ICU postoperatively and returned to her neurologic baseline. Pt was discharged on (B)(6) 2014. On (B)(6) 2014 pt presented to the ed with increase headache and lethargy x 1day. A head CT was performed. In the ed the shunt was tapped and sent for culture and sensitivity. Pt admitted for further observation for possible shunt malfunction vs infectious process. The pt rapidly began to deteriorate and became apneic requiring resuscitation. Pt transferred to ICU and was intubated. CT with contrast performed. Mannitol was given and pt taken emergently to operating room in the early morning of (B)(6) 2014 for exploration of possible shunt malfunction. The ventricular catheter was disconnected from the proximal valve and no spontaneous flow was appreciated. No csf could be aspirated to decompress the ventricle. The ventricular catheter from the shunt was appreciated to be occluded by proteinaceous material and a clot occurring at the entire proximal tip which was sent to pathology for eval. The shunt placed on (B)(6) 2014 was removed and a new ventricular catheter was inserted into the left ventricle with prompt return of csf. Csf drained until normal pressure was achieved. On (B)(6) 2014 pt progressed to brain death. Time of death declared as (B)(6) 2014 at 0035 after second brain death exam performed.